Event description:
Main body graft was advanced into the aorta via the right femoral artery. Aortic neck was long and somewhat flared, however, the graft was positioned to land two millimeters below the lowest renal artery. As the graft was advanced through the vessels, no tension was noted and a constant visualization of the gold check mark was maintained noting correct positioning. Graft was positioned 2mm below the renals and suprarenal deployed. As the delivery system sheath was being pulled down below the gold check mark, the graft rotated over toward a perfect position for an introduction via the left femoral artery. Consideration was given to deploying the ipsilateral limb, resulting in a crossing of the limbs, but it was determined that an attempt at rotating the graft would be performed. The long aneurysm in the aorta, void of clots, allowed for the physician to rotate the entire graft into correct positioning for proper aligment. Procedure was then resumed, deploying the iliac leg grafts as planned. During the completion angiogram, no endoleaks were noted, and the main body graft was observed with a proximal seal two millimeters below the lowest renal artery.